Manufacturer narrative:
Device was returned to the manufacturer.

Manufacturer narrative:
(B)(4). One used sample was received without the original packaging. Visual inspection noted that the sample appeared generally clean. The bushing was detached from the cone adapter. The components (catheter bushing and cone adapter) were viewed under uv light. There was visible evidence of application of adhesive with optical brightener for the catheter bushing. The cone adapter had the appearance of inconsistent application coverage. The device history record for m5182t509 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that the catheter disconnected from the thumb valve end, on the inside of the sleeve. No harm was done to the patient. No further information has been provided.